Event description:
It was reported the pt has never received effective stimulation in his established pain pattern. The physician reported the pt had a pre-existing issue of numbness around the pain pattern area. Reprogramming was unable to resolve the issue. A trial procedure is planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.